Manufacturer narrative:
The report states: litigation papers allege in (B)(6) 2010, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip joint: severe back and leg pain; fatigue in the hip; grading feeling in her hip. Patient has an excision scheduled for (B)(6) 2011. It is also alleged the patient could not have known that she was injured by excessive levels of chromium and cobalt until the date she had her blood drawn and she was advised of the results of said blood work. Doi: (B)(6) 2009 - dor: no revision reported at this time. (Left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: - (B)(6) 2012 - patient's fact sheet was received, which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege in (B)(6) of 2010, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip joint: severe back and leg pain; fatigue in the hip; grading feeling in her hip. Patient has an excision scheduled for (B)(6), 2011. It is also alleged the patient could not have known that she was injured by excessive levels of chromium and cobalt until the date she had her blood drawn and she was advised of the results of said blood work.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.